Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent alarm 19s while loading multiple cartridges. The customer could not recall if the blood glucose (bg) level was impacted when the first alarm was received; however, the bg was not impacted during the subsequent alarms. After each event, the customer had successfully loaded another cartridge. The customer has insulin injections to manage diabetes, if needed.